Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/migration of essure location of device: pelvic cavity/ essure implants ae not within the fallopian tubes'), uterine perforation ('perforation (other):location of the perforation: internal organs'), fallopian tube perforation ('perforation (fallopian tubes)'), device expulsion ('expulsion of essure device'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') and tooth disorder ('other injuries/symptoms :dental problems') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, eye disorder, visual impairment, chickenpox, low back pain, abdominal pain, abdominal wind and constipation. Concurrent conditions included asthma, acute vaginitis, ovarian cyst, hot flushes and adenomyosis. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("pain: abdominal area/abdominal pain"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("bladder/urinary problems uti"), feeling abnormal ("brain fog"), acne ("acne") and back pain ("pain: lower back region/back pain"). In 2011, the patient experienced tooth disorder (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("pain: stomach"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury related to essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal): yeast infection"), nausea ("nausea"), amnesia ("neurological conditions or problems:memory loss"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurry vision") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy, pulled four teeth and salpingectomy. (Bilateral),oophorectomy (unilateral),hysterectomy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device expulsion, genital haemorrhage, mood swings, fatigue, rash, skin disorder, psychological trauma, urinary tract infection, anxiety, depression, acne, female sexual dysfunction, vulvovaginal mycotic infection, nausea, amnesia, vaginal discharge, vision blurred, abdominal pain upper and adenomyosis outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, pelvic pain, abdominal pain, weight increased, migraine, headache, dysmenorrhoea, dyspareunia, tooth disorder, fibromyalgia, feeling abnormal and back pain had resolved. The reporter considered abdominal pain, abdominal pain upper, acne, adenomyosis, amnesia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: "plaintiff" will need to undergo additional surgical intervention as a result of her essure implants. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2010. Current weight 176lbs. She had received treatment for following events "dental problems, hormonal changes, migraine, headaches, weight gain, fibromyalgia, migration, pelvic pain, abdominal pain". Per fu (B)(6) 2019, current weight 160 lbs. Discrepancy: previous date of removal (B)(6) 2017. In current pfi date of removal (B)(6) 2016. As per mr, discrepancy noted in date of removal: (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: they were not in place. Results: failure to occlude (close) fallopian tubes.; on (B)(6) 2010: essure implants ae not within the fallopian tubes. The fallopian tubes are patent with spillage noted bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/migration of essure location of device: pelvic cavity/ essure implants ae not within the fallopian tubes'), uterine perforation ('perforation (other):location of the perforation: internal organs'), fallopian tube perforation ('perforation (fallopian tubes), device expulsion ('expulsion of essure device'), genital hemorrhage ('abnormal bleeding (general), vaginal hemorrhage ('abnormal bleeding (vaginal, menorrhagia), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding) and tooth disorder ('other injuries/symptoms :dental problems') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, eye disorder, visual impairment, chickenpox, low back pain, abdominal pain, abdominal wind and constipation. Concurrent conditions included asthma, acute vaginitis, ovarian cyst, hot flushes and adenomyosis. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("pain: abdominal area/abdominal pain"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("bladder/urinary problems uti"), feeling abnormal ("brain fog"), acne ("acne") and back pain ("pain: lower back region/back pain"). In 2011, the patient experienced tooth disorder (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal hemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("pain: stomach"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury related to essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal): yeast infection"), nausea ("nausea"), amnesia ("neurological conditions or problems:memory loss"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems: blurry vision") and adenomyosis ("adenomyosis") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy, pulled four teeth and salpingectomy. (Bilateral),oophorectomy (unilateral),hysterectomy. (Full). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device expulsion, genital haemorrhage, mood swings, fatigue, rash, skin disorder, psychological trauma, urinary tract infection, anxiety, depression, acne, female sexual dysfunction, vulvovaginal mycotic infection, nausea, amnesia, vaginal discharge, vision blurred, abdominal pain upper and adenomyosis outcome was unknown and the vaginal hemorrhage, heavy menstrual bleeding, pelvic pain, abdominal pain, weight increased, migraine, headache, dysmenorrhoea, dyspareunia, tooth disorder, fibromyalgia, feeling abnormal and back pain had resolved. The reporter considered abdominal pain, abdominal pain upper, acne, adenomyosis, amnesia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, genital hemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal hemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff will need to undergo additional surgical intervention as a result of her essure implants. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2010. Current weight 176lbs. She had received treatment for following events "dental problems, hormonal changes, migraine, headaches, weight gain, fibromyalgia, migration, pelvic pain, abdominal pain". Per fu (B)(6) 2019, current weight 160 lbs. Discrepancy: previous date of removal (B)(6) 2017. In current pfi date of removal (B)(6) 2016. As per mr, discrepancy noted in date of removal: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: they were not in place. Results: failure to occlude (close) fallopian tubes.; on (B)(6) 2010: essure implants ae not within the fallopian tubes. The fallopian tubes are patent with spillage noted bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received. Reporter information, patient's lab data and rcc were added. Event adenomyosis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/migration of essure location of device: pelvic cavity'), uterine perforation ('perforation (other):location of the perforation: internal organs'), fallopian tube perforation ('perforation (fallopian tubes)'), device expulsion ('expulsion of essure device'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and tooth disorder ('other injuries/symptoms :dental problems') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, eye disorder, visual impairment, chickenpox, low back pain, abdominal pain, abdominal wind, constipation and depression. Concurrent conditions included asthma, acute vaginitis, ovarian cyst and hot flushes. Concomitant products included intrauterine contraceptive device (iud nos) from 15-oct-2010 to 15-oct-2010 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("pain: abdominal area/abdominal pain"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("bladder/urinary problems uti"), feeling abnormal ("brain fog"), acne ("acne") and back pain ("pain: lower back region/back pain"). In 2011, the patient experienced tooth disorder (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain upper ("pain: stomach"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury related to essure"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal): yeast infection"), nausea ("nausea"), amnesia ("neurological conditions or problems:memory loss"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems: blurry vision") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy, pulled four teeth and salpingectomy. (Bilateral),oophorectomy (unilateral),hysterectomy. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, device expulsion, genital haemorrhage, mood swings, fatigue, rash, skin disorder, psychological trauma, urinary tract infection, anxiety, depression, acne, female sexual dysfunction, vulvovaginal mycotic infection, nausea, amnesia, vaginal discharge, vision blurred and abdominal pain upper outcome was unknown and the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, weight increased, migraine, headache, dysmenorrhoea, dyspareunia, tooth disorder, fibromyalgia, feeling abnormal and back pain had resolved. The reporter considered abdominal pain, abdominal pain upper, acne, amnesia, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plantiff will need to undergo additional surgical intervention as a result of her essure implants. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2010. Current weight 176lbs. She had received treatment for following events "dental problems, hormonal changes, migraine, headaches, weight gain, fibromyalgia, migration, pelvic pain, abdominal pain". Per fu 23-sep-2019, current weight 160 lbs. Discrepancy: previous date of removal (B)(6) 2017. In current pfs date of removal 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - in august 2010: they were not in place. Results: failure to occlude (close) fallopian tubes.. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs was received. New events abnormal bleeding (general), apareunia, expulsion of essure device, yeast infection, nausea, memory loss, perforation (fallopian tubes), vaginal discharge, blurry vision, stomach pain were added. Ablation added to abnormal bleeding (vaginal, menorrhagia). Date of removal updated. Event onset dates were added. On 6-dec-2019: pfs received. Date of removal updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/migration of essure location of device: pelvic cavity'), uterine perforation ('perforation (other):location of the perforation: internal organs') and tooth disorder ('other injuries/symptoms :dental problems') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, eye disorder, visual impairment, chickenpox, asthma, low back pain, abdominal pain, abdominal wind, constipation and depression. Concurrent conditions included acute vaginitis, ovarian cyst and hot flushes. Concomitant products included intrauterine contraceptive device (iud nos) from (B)(6) 2010 to (B)(6) 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("pain: abdominal area/abdominal pain"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("bladder/urinary problems uti"), feeling abnormal ("brain fog"), acne ("acne") and back pain ("pain: lower back region/back pain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced tooth disorder (seriousness criterion medically significant), anxiety ("anxiety") and depression ("depression"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), rash ("rash/skin condition"), skin disorder ("rash/skin condition") and psychological trauma ("psych injury related to essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (pulled four teeth and salpingectomy. (Bilateral),oophorectomy (unilateral),hysterectomy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, mood swings, fatigue, rash, skin disorder, psychological trauma, urinary tract infection, anxiety, depression and acne outcome was unknown and the pelvic pain, abdominal pain, weight increased, migraine, headache, dysmenorrhoea, dyspareunia, menorrhagia, tooth disorder, fibromyalgia, feeling abnormal, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain, acne, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plantiff will need to undergo additional surgical intervention as a result of her essure implants. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2010 & (B)(6) 2010. Current weight 176lbs. She had received treatment for following events "dental problems, hormonal changes, migraine, headaches, weight gain, fibromyalgia, migration, pelvic pain, abdominal pain". Per fu (B)(6) 2019, current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: they were not in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fatigue, pelvic pain female, dysmenorrhea". Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Following events¿ brain fog, abnormal bleeding (vaginal), anxiety, depression, acne and pain: lower back region/back pain¿ were added. Reporter information, demographics , medical history and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device/migration of essure location of device: pelvic cavity') and uterine perforation ('perforation (other):location of the perforation: internal organs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, eye disorder, visual impairment, chickenpox, asthma, low back pain, abdominal pain, abdominal wind and constipation. Concurrent conditions included acute vaginitis, ovarian cyst and hot flushes. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), migraine ("migraine"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury related to essure"), urinary tract infection ("bladder/urinary problems uti"), tooth disorder ("other injuries/symptoms :dental problems") and fibromyalgia ("fibromyalgia") and was found to have weight increased ("weight gain") and hormone level abnormal ("other injuries/symptoms : hormonal changes,"). The patient was treated with surgery (salpingectomy. (Bilateral),oophorectomy (unilateral),hysterectomy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, pelvic pain, abdominal pain, mood swings, fatigue, rash, skin disorder, psychological trauma and urinary tract infection outcome was unknown and the weight increased, migraine, headache, dysmenorrhoea, dyspareunia, menorrhagia, tooth disorder, hormone level abnormal and fibromyalgia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: plantiff will need to undergo additional surgical intervention as a result of her essure implants. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2010. Current weight 176lbs. Received treatment for : dental problems, hormonal changes, migraine, headaches, weight gain, fibromyalgia. Discrepancy noted in essure insertion date : (B)(6) 2010 (per ppf ). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fatigue, pelvic pain female, dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received - new events dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), allergy : rash/skin condition, psych injury related to essure, bladder/urinary problems uti, other injuries/symptoms :dental problems .,hormonal changes and fibromyalgia was added. Event perforation was updated to uterine perforation. Outcome of migraine, headaches, weight gain was updated from unknown to resolved. Product information date of essure removal was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device/migration of essure location of device: pelvic cavity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, eye disorder, visual impairment, chickenpox, asthma, low back pain, abdominal pain, abdominal wind and constipation. Concurrent conditions included acute vaginitis, ovarian cyst and hot flushes. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation ("perforation (other): location of the perforation: internal organs"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain"), migraine ("migraine"), headache ("headaches"), mood swings ("hormonal changes describe: mood swings") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, perforation, pelvic pain, abdominal pain, weight increased, migraine, headache, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue, headache, migraine, mood swings, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: plaintiff will need to undergo additional surgical intervention as a result of her essure implants. Discrepancy noted as per previous follow up: insertion date of essure: (B)(6) 2010. Current weight (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fatigue, pelvic pain female, dysmenorrhea. Most recent follow-up information incorporated above includes: on 16-apr-2019: plaintiff fact sheet and medical record received. Events added: fatigue and perforation (other): location of the perforation: internal organs. Historical and concomitant conditions were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.